Event description:
New information states that the patient is noncompliant and was contacted numerous times but never came in for a scheduled appointment. The patient had a lead revision done previously, and the problem was temporarily fixed. Upon review, during the follow-up in september 2017, noise was observed again. Several attempts had been made to bring the patient in for a third reevaluation; however, he consistently cancels his in office appointments. No further information was provided.

Event description:
New information states that lead revision was performed. No further information is available. The patient is non-compliant; the clinic office has continuously reached out but the patient has not followed up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that high, out of range, pacing lead impedance was observed on the right ventricular lead. Subsequently, patient presented to the clinic for a follow-up. Upon review, noise was also noted on stored egms. The noise was reproducible in clinic. Patient was asymptomatic. Lead revision was discussed. No further information was provided.